Event description:
It was reported that during a da vinci s prostatectomy procedure, a hole was observed on the monopolar curved scissors instrument, resulting in exposed cables. The instrument was removed and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, a hole exposing the cables was observed on the distal end of the instrument sheath. The distal end of the main tube has a .270 x .100 hole burnt through it, exposing the hypotubes. The tube has axial cracking on either side of the hole and the tube cracking appears to start at one of the slots that accepts the tube extension keys. The instrument was disassembled and engineering discovered that the hypotubes were charred and the cap coupling tube was partially melted where the hole was created. This damage suggests that an arcing event occurred. No other damage was found.